Event description:
It was reported that the customer experienced a high blood glucose level. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered, and the pump supplies were changed to address bg. Reportedly, the total daily insulin setting was set incorrectly. Customer updated the setting to address the event.